Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pipeline embolization device was implanted in the left aci to treat an unruptured saccular aneurysm with a maximum diameter of 5.7 millimeters and a neck diameter of approximately 5.5 millimeters. The procedure was initially successful with a good angiographic result. However, three days post-implantation, the device became occluded, and the patient experienced a severe stroke and a large core infarction. The patient had a known allergy to nickel and was on dual antiplatelet treatment. An attempt to recanalize the stent using an aspiration catheter and eclipse remodeling balloon was made, but there were severe difficulties in entering the proximal part of the stent with the guidewire loop, possibly due to fishmouthing. Although recanalization was initially successful, the stent occluded again. The patient remained alive but with injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient's aphasia had not yet resolved. It was clarified that there was difficult navigation and resistance when entering the stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient is aphasic. The patient got a large infarction. After first occlusion pipeline was recanalized as mentioned before, after second occlusion not anymore because infarction was already too large. The cause of the pipeline occlusion was not determined. The customer mentioned again that they had issues entering the stent and suspected that fishmouthing could be the cause. This information has been confirmed with the physician.